Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised the harness is overheating and it melted the red casing on the one batteries.